Event description:
During priming to the device in preparation for use for a cardiopulmonary bypass procedure, the user observed the led on the air bubble director module continuously cycle from green to yellow to red. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.